Event description:
The device was successfully implanted and the patient had left the procedure room. An attempt to interrogate the device revealed that interrogation was impossible. The device was explanted and replaced and the patient is stable.

Manufacturer narrative:
No conclusion code available. Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. The power consumption of the device was measured and found to be normal. The device behaved normally during automated test equipment (ate) testing. The cause of the battery depletion is undetermined.